Event description:
It was reported that eleven (11) 500ml exactamix eva (ethylene vinyl acetate) bags had foreign matter in an unspecified location. The foreign matter was discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: eleven (11) actual devices were received for evaluation. A visual inspection of the returned samples was performed, and it was noted that there was embedded foreign matter (various dark and other tiny particles of foreign matter). The reported condition was verified. The cause of the condition could not be determined; however, was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.